Event description:
Health care professional reported patient went to ER with lap-band slippage and obstruction. Patient also had difficulty swallowing or keeping food down. Some fluid removed with no relief of pain. The lap-band was explanted. Patient became pregnant after complaint device removed.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan will not receive the device and no analysis or testing will be done. Obstruction, band slippage, dysphagia, pain, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding diagnostic testing or further event details.